Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation is not providing adequate pain relief for the pt. Reprogramming was unsuccessful. X-rays revealed no anomalies. The pt will undergo surgical intervention to address the issue.